Event description:
It was further reported that the intervention was performed with placement of a 3.0 x 8mm over-the-wire(otw) non-bsc stent, and the patient had no complications post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination device. Patient identifier: (B)(6). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent a target vessel revascularization. The 80% stenosed target lesion located in the mid left anterior descending (lad) was 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x20mm study stent. Post dilation was performed. Residual stenosis was 10%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient was hospitalized with shortness of breathe. An intervention was performed with the placement of an unknown stent to the mid lad.